Manufacturer narrative:
Message was displayed during routine follow-up interrogation. The device remains implanted. A response from the manufacture is pending.

Event description:
During a routine follow-up interrogation the message "invalid calibration constants" was displayed in the warnings section on the programmer screen. The ICD appears to be functioning normally and remains implanted.